Event description:
Pain in left knee; warmth in left knee; unable to bear weight on left leg. Information was received on 09-nov-2007 from an office manager on behalf of a hcp, who reported that a female consumer with a history of osteoarthritis and previous synvisc injections in 2006, experienced pain in the left knee, warmth in the left knee and unable to bear weight on the left leg after administration of synvisc into the left knee. The patient began synvisc injections in 2007. After the first injection of synvisc into the left knee on approx a month prior to original date, the patient reported a "bit of trouble" with pain her left knee. After the second injection on five days later, the patient experienced warmth in her left knee and was unable to bear any weight on her left leg for three days. She was given a medrol dose pack and her symptoms "eventually" resolved. The patient refused the third synvisc injection. At the time of this report, the patient had recovered.